Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® push button blood collection set's push button was difficult to engage during use while in or near the patient's arm, and blood "flicked off" from the needle/tubing after the device was correctly activated. The source patient was tested for "hiv, hepatitis c and hepatitis b", but as the patient did not test positive for any of them, no further intervention concerning treatment for the employees was implemented. This complaint was created to capture 1 of 7 related incidents. The following information was provided by the initial reporter: push button is hard to engage while in or near the patient¿s arm. I typically will remove the needle, have the patient hold pressure with gauze at the site while I instruct them not to move their arm. I engage the safety over a drop cloth with gauze over it. I have not noticed blood dripping once the safety is engaged. There is still the issue of blood dropping out of the needle/tubing after the devise has been correctly activated. This may be linked to when we use vacutainers once the suction is removed the blood drips back out. Several employees were exposed to blood when the blood flicked off the devise when the needle was activated so we had to test the source patient for hiv, hepatitis c and hepatitis b. No source patient has tested positive to date so we did not need to intervene with further treatment for the employees. So far no one has sustained an exposure when the blood drops off the retracted needle and tubing, but it contaminates our floors, sharps boxes, and countertops as we carry the used devise to the sharps container.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: fpa, medical device type: intravascular administration set. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® push button blood collection set's push button was difficult to engage during use while in or near the patient's arm, and blood "flicked off" from the needle/tubing after the device was correctly activated. The source patient was tested for "(B)(6)", but as the patient did not test (B)(6) for any of them, no further intervention concerning treatment for the employees was implemented. This complaint was created to capture 1 of 7 related incidents. The following information was provided by the initial reporter: push button is hard to engage while in or near the patient¿s arm. I typically will remove the needle, have the patient hold pressure with gauze at the site while I instruct them not to move their arm. I engage the safety over a drop cloth with gauze over it. I have not noticed blood dripping once the safety is engaged. There is still the issue of blood dropping out of the needle/tubing after the device has been correctly activated. This may be linked to when we use vacutainers ¿ once the suction is removed the blood drips back out. Several employees were exposed to blood when the blood flicked off the device when the needle was activated so we had to test the source patient for (B)(6). No source patient has tested (B)(6) to date so we did not need to intervene with further treatment for the employees. So far no one has sustained an exposure when the blood drops off the retracted needle and tubing, but it contaminates our floors, sharps boxes, and countertops as we carry the used device to the sharps container.